Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen.3 reagent lot number was 872464. The expiration date was not provided. A general reagent issue can be excluded as no further issues were reported, and a correct rerun was performed with the same reagent. The field service engineer found that the sample probe was overdue for replacement. He replaced the sample probe and verified and adjusted the gear pump pressure. He then confirmed that the instrument and the test were performing within specifications. The cause of the event could not be determined.

Event description:
We received an allegation about a questionable tina-quant hemoglobin a1cdx gen.3 result for 1 patient sample tested on the cobas c 513 analyzer. Initial result: 52.2 %. On (B)(6) 2025: repeat result: 4.9 % (tested on a variant system). The repeat result was deemed to be correct.